Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device evaluated by MFR: device not returned

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level ranged from 286-287 mg/dl. In addition, it was reported that the pump battery does not charge. Reportedly, the customer reverted to an alternate method of insulin therapy.